Event description:
Inflation difficulty. The report received indicated that during a coronary procedure, the target lesion was successfully predilated then the physician successfully crossed the 3.50x33mm cypher through the lesion. However, when the physician tried to deploy the stent at 10 atmospheres (atms), the balloon failed to inflate. Although, the physician tried to inflate the balloon up to 16 atms, the balloon failed to inflate. As a result, the physician pulled out the cypher stent and tried with an endeavor 3.5x30mm. The procedure was finished successfully and there was no report of injury or adverse consequence to the patient. The target vessel was the circumflex (cfx) artery, the diffused lesion was 32mm long extending from the proximal to the distal cfx and presented 92% stenosis. The physician indicated that if the stent was inflated over the rated burst pressure (rbp), with the hypothesis that the physician tried over rbp, vessel injury could have occurred.

Manufacturer narrative:
The product has been returned for evaluation and testing. However, as of yet the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.